Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: balloon would not roll out completely during the procedure. When removing trocar (at completion of case), the balloon broke off inside the pt, it detached from the trocar. The balloon was retrieved without extending the or time nor the incision. No additional bleeding and the pt status is fine.

Manufacturer narrative:
(B) (4)